Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer states they have been experiencing erratic readings. The customer would calibrate the it would trend up and down. The customer states when the blood glucose went low there was no sensor alert. Customer¿s blood glucose level was 66 mg/dl at the time of the call. The customer was assisted with troubleshooting for the sensor issues. The product was not returned for analysis.

Event description:
It was reported that customer did have auto mode on at time of serious injury.